Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 126 mg/dl but the sensor read 69 mg/dl. The customer was assisted with trouble shooting and was found that the sensor was bent. The customer was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used were tested and they passed per specifications with accurate readings. During inspection it was noted the sensor cannula was bent, unable to confirm if customer received the sensors in said conditions since they were returned opened/used.